Event description:
The customer reported via phone call that the insulin pump seems to be under delivering the bolus dose and her blood glucose value has been high since (B)(6) 2015 and it had gone up to 400 mg/dl. She had treated with manual injection. It was found that the customer programmed the insulin pump by herself and she also forgot to fill the cannula dead space after removing the introducer needle. The device was not exposed to a magnetic field. It passed the displacement test. Current reading is 158 mg/dl. Customer was advised to check with the doctor if settings are accurate.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.